Event description:
The service report shows intermittent alarm. The customer's biomed verified intermittent alarm while adjusting the alarm volume potentiometer. The biomed inspected the device and will be replacing the utility panel harness assembly.